Event description:
It was reported that during service and repair pre-testing, it was observed that the hudson shaft locked up after the temperature reading was obtained on the compact speed reducer device. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was frozen. Therefore, the reported condition was confirmed. It was determined that the device showed damage that was indicative of immersion during cleaning, which is failure to follow direction for use. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly